Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The procedure was run with an inlet: ac ratio of 13 and an ac infusion rate of 0.80 for the entire procedure. The signals in the run data file indicate that 134 minutes into the 138 minute exchange procedure, the operator pressed the pause button and then after being paused for approximately 9 minutes the operator selected to end the procedure with no rinseback. At the time the operator selected to end the procedure the spectra optia system predicted the patient¿s fluid balance to be 100% (+1 ml). Based on the information available in the run data files, there is no evidence or suspicion of a device malfunction. The rdf analysis confirmed that there was no system or device malfunction identified that would indicate an issue with the optia system or that the system contributed to the patient's reaction. The system was operating within the safety limits programmed in the machine. Per the therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed: pallor and sweating begin with the skin turning cold, the pulse slows strikingly, the blood pressure decreases and nausea. A review of the device history record (DHR) for this lot number showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state, and/or the patient's sensitivity to the procedure.

Event description:
The customer reported that a sickle cell patient was undergoing a red blood cell (rbcx)exchange procedure. Approximately 5-10 minutes from the end of the procedure the patient expressed feeling unwell and experienced nausea. His blood pressure dropped immediately, showed signs of seizure activity and became unresponsive. The physician at the customer site called the code team in response. Per the customer, the patient is stable and returned home. The customer declined to provide the patient ID. The spectra optia exchange set is not available for return because it was discarded by the customer.